Manufacturer narrative:
Other relevant device(s) are: micra:mc1avr1-delsys / expiration date: 14-oct-2021 / serial#: (B)(4), UDI #: (B)(4). Mfg date: 07-may-2020 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) high thresholds were observed. The leadless ipg was recaptured but the delivery system would not deflect and a secondary curve was observed when trying to deflect outside the body. A second leadless ipg was deployed and several hours later it was noted that the patient was in critical condition and experienced a perforation. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.